Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1 initial reporter address line 1: (B)(6).

Event description:
It was reported that on (B)(6) 2024, the patient underwent a plate osteosynthesis due to femoral fracture. At the end of the rehabilitation, the patient suffered again from severe pain. The patient had been complaining of severe pain in the left hip and left thigh for 2 days prior hospital visit, there a fracture of the plate was diagnosed. On the same day, (B)(6) 2024, the patient underwent a revision due to breakage of the inlying distal femur plate. The inlying osteosynthesis material was removed and then a new plate supply was carried out in case of an existing refracture with material breakage. The patient was severely impaired in motor function after the operation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.